Manufacturer narrative:
Upon follow up it was reported heparin was used as an anticoagulant (dose unknown). It was reported a blood clot was noted at the access pod. The actual device was not available; however, a video of the sample was provided for evaluation. The video showed there was no flow in the blood pump segment and a presence of clot formation in the access pod was noted. The reported condition was verified. No downloaded treatment data was available and it was not possible to verify if an alarm was generated or not. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismaflex control unit and a prismaflex set, there was no blood flow observed in the extracorporeal circuit (ec). It was reported the blood pump was running; however, no alarm was generated. Treatment was terminated without returning the ec blood to the patient. The blood loss was reported to 300ml. No patient symptom was reported; however, the patient received a blood transfusion. No additional information is available.